Event description:
Hemolysis with suspected thrombosis. Ramp study av opens regardless of speed. No elevation of power or change in low. Ldh 4000. Plasma hgb 162. Urine was black, cr was high. Primary cod: circulatory: hemolysis.